Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 38 x 2.75mm stent delivery system was returned for analysis. The device was received in two sections as a result of a break in the extrusion. A visual and microscopic examination of the crimped stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks. The device was received in two sections as a result of a break in the midshaft extrusion. The break was located at 117cm distal to the distal end of strain relief. A microscopic examination of the wire lumen identified no damage.

Event description:
It was reported that stent dislodgement and shaft break occurred. While opening the package of the 32 x 2.75 mm promus premier select drug-eluting stent during preparation, the shaft broke at the shaft transition and the stent was displaced from its proper position. A 38 x 2.75 promus premier select drug-eluting stent was then opened, but the shaft also broke at the shaft transition and the stent was displaced from its proper position. Neither device was used and a third stent was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that stent dislodgement and shaft break occurred. While opening the package of the 32 x 2.75 mm promus premier select drug-eluting stent during preparation, the shaft broke at the shaft transition and the stent was displaced from its proper position. A 38 x 2.75 promus premier select drug-eluting stent was then opened, but the shaft also broke at the shaft transition and the stent was displaced from its proper position. Neither device was used and a third stent was used to complete the procedure. No patient complications were reported.